Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing broken wires on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wires are broken was confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wires are broken was confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.